Event description:
It was reported by patient that he underwent partial knee arthroplasty in 2006. Subsequently, patient reported pop and knocking noise during physical therapy. Radiographs taken three months post-op did not indicate evidence of loosening of implants, however, patient continued to experience swelling and increasing pain. A revision procedure was performed in 2007 to remove and replace components to a total knee. It was also reported by the patient that the original partial knee showed loosening and possible misalignment at the time of revision.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Maude report states that device is available for evaluation. To date, neither patient nor surgeon/user facility has contacted biomet. Therefore, patient authorization to evaluate the device has not been obtained. Current follow-up attempts are being made to obtain information from the user facility. If additional information is received, a follow-up report will be sent to the FDA.